Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the device was fired properly during a "billroth"-I hemi-double. After that, air leak from the anterior wall was confirmed in a leak test. It was found that 1/4 staples in the anterior wall were not deployed. Another device was used and additional suture was performed to complete the case. There were no adverse consequences to the patient. A purse string suture was performed for the duodenum. There was no tension. The stomach was resected with endoscopic stapling device from the greater curvature side. The complaint device was inserted from the lesser curvature. The device was closed almost completely there was no unexpected resistance at the firing. It could be removed from the patient without any problems. There was no anomaly in the doughnuts.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: was the procedure done open/laparoscopically?---laparoscopically. What device was used for the proximal and distal transection? ---echelon. What color reload? ---gold. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) ---purse string device. Was the spike of the trocar inserted lateral or through the staple line? ---no information. What confirmation did the surgeon receive that the anvil was firmly attached? ---a click sound. When the device was fired, where was the indicator within the green zone/gap setting scale? ---about 1/4 position from the bottom of green zone. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---yes, across an existing staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ---compressed until unable to fire further. Were any unexpected noises heard? ---no. If yes, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? ---no. Did the operation change significantly as a result of the device issue? ---no. Did a hcp other than the primary surgeon fire the instrument? If so, whom? ---no information.